Event description:
This is a report of a home patient that reused peritoneal dialysis (pd) disposable products and acquired peritonitis. The patient was hospitalized for the peritonitis for approximately two weeks. The cause of the peritonitis was the reuse of disposables. The patient is recovered from the peritonitis and is still on pd solutions. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed not to reuse disposable supplies when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.